Event description:
Voluntary medwatch form mw5178065 received states: it was reported that the lead was explanted due to product performance issue. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received:mw5178065.